Event description:
It was reported the event occurred in pain management department. The insertion site was the right hip. The pt forcibly removed the catheter. Upon removal, it was noted that the tip of the sheath was missing and the wiring was sheared and had unraveled. An x-ray was taken to confirm the location of the remaining wire. It is located above the right hip below the iliac crest. The pt is reported to be fine. Removal of the part of the wire remaining is yet to be confirmed.

Manufacturer narrative:
(B)(4). Sample will not be returned.